Event description:
The customer reported that they observed positive reactivity in the anti-b microtube of an mts a/b/d monoclonal and reverse grouping card with a known group a patient sample. The customer indicated that they re-tested the sample with the same lot of gel cards and did not observe positive reactivity with anti-b microtube. The testing resulted in a discrepancy between forward and reverse groups, preventing erroneous test results from being reported. The customer issue is also being reported under medwatch MFR# 1056600-2007-00141, to document an additional false positive result with a different sample using another card from the same lot of gel cards.

Manufacturer narrative:
Mts qa tested returned patient samples with retains of mts a/b/d monoclonal and reverse grouping card lot 121806037-31. Results were negative in the anti-b microtube, customer complaint was not confirmed.